Event description:
Pt was having a lumbar laminectomy. One cottonoid was missing. An x-ray was done - didn't show anything. This cottonoid is supposed to be x-ray detectable. A re-exploration was done and the missing cottonoid was found inside the pt.